Event description:
It was reported that on (B)(6) 2013 a patient had a sternal zipfix implant procedure on (B)(6) 2013, during which 2 unknown sternal zipfix devices broke during the surgery. Additional sternal zipfix devices were available and the surgery was completed without complications or injury to the patient. This report is for 2 unknown sternal zipfix. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 2 unknown sternal zipfix devices. These devices were broken intraoperatively and were not implanted nor explanted. The investigation could not be completed and no conclusion could be drawn, as no product was received. A review of the device history record has been requested. Placeholder.